Event description:
It is reported that a customer was hospitalized a month prior to this call for a high blood glucose levels. The customer stated that they had a bent cannula when they disconnected from the insulin pump. The customer was sent replacement sets. The customer was assisted with how to check the units left on the insulin pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.